Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implementation. At an unknown time post-operatively, it was noted that a screw was broken. A revision was done to remove the broken screw. At an unknown time post-revision, it was noted that a second screw was broken. A second revision was done to remove the second broken screw. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the mas. The origin of the breakage within the first months postoperatively may be attributed to the patient posture change following the initial surgery (correction of the lordosis inducing the rotation of the sacrum) combined with the lack of anterior support.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.